Event description:
Iol injector malfunction au00t020.0 diopter. Injector plunger au00t0 20.0 diopter iol impeded /stuck in syringe, then shot into eye (like projectile), tearing and penetrating posterior capsule. Ten min case turned into two hours with vitrectomy and iol positioning problems. Pt uncomfortable. Pt seen pod #1: vision counting fingers / foot. No pain. Discussed the need for secondary surgery with retina specialist. Pt referral and received, underwent vitrectomy and iol exchange about 10 days later with retina specialist. Use of ultrasert on same operating room day((B)(6) 2019): injector plunger / iol again impeded, projectile entry into eye but no complication during or after surgery for (r.c) different pt. Two of three pts that day, using ultrasert, experienced uncontrolled iol entry.